Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The report of suspected outflow thrombus was unable to be confirmed as no images were submitted and the patient remains ongoing on (B)(6). Review of the submitted log files found that the pump operated at the set speed without issue. Several transient low flow alarms were captured throughout the controller event log file on 26feb2023 and 27feb2023. Intermittent low flow alarms were also captured in the controller periodic log file. Elevated pulsatility index (pi) was typically noted during the low flow events. A specific cause for the transient low flow alarms could not be conclusively determined through this evaluation. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ of this document lists hypertension and pump thrombosis as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mm hg (millimeters of mercury) should be considered adequate. This section also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 1 ¿introduction¿ of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 1 also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. Additionally, it is noted that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians (rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log review captured low flow events on (B)(6) 2023. There were also several low flow flags which did not persist long enough to trigger an alarm. Low flow alarms were suspected to be caused by hypertension. Also, it was noted computed tomography angiography (cta) with eccentric thrombus that mildly narrows the outflow cannula. The patient was given antihypertensives and speed was reduced. Low flow alarms resolved initially but continued to occur later. The patient experienced dizziness. Additionally, the patient reported low flow alarms when in an upright position prior to the date of event. Anticoagulation was held for one day on (B)(6) 2023 due to elevated international normalized ratio (inr), otherwise anticoagulation regimen was normal. No documentation confirmed that this contributed to the thrombus diagnosis. There was also no documentation of symptoms of thrombus and no documentation that thrombus was resolved. No treatment was performed. The patient was discharged.